Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of x rays provided. X-rays showed a right total hip arthroplasty with proximal cerclage wires for what appeared to be a fracture of the proximal femoral diaphysis was observed. Review of the device history record for identified no deviations or anomalies that may have caused or contributed to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 6 years post implantation due to the cpt stem fracture. The patient¿s femoral stem was removed and replaced. During the procedure, it was noted the femur bone was fractured. Attempts have been made and additional information on the reported event is unavailable at this time.